Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of intermittent power. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be verified. The unit was recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported that the unit was having problems being powered on and was shutting off.